Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during investigation, the pump was powered up to a fully functioning display. The pump cover was removed to find no evidence of moisture. No damage to the display screen was found. The allegation of a blank display was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.